Event description:
It was reported that a device movement and device leak occurred. A left atrial appendage (laa) closure procedure was performed using a watchman flx laa closure device with delivery system (wds). The procedure was successfully completed and the patient was discharged. On (B)(6) 2022, 158 days post procedure, during a routine follow-up examination it was discovered the closure device had shifted to a proximal position within the laa. Due to the device shift a device leak developed. No interventions were performed and the patient is stable. No patient complications were reported.